Event description:
It was reported that the right ventricular lead had tripped lia (lead integrity alert). It was also reported that there was oversensing on the right atrial and right ventricular leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.